Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was dropped on the floor. The customer stated that the pump showed physical damage. The customer stated that the crack is seen on the display. The customer stated that the display is not readable. The customer stated that the drive support cap is not damaged. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked and bleeding lcd glass, and minor scratches on display window noted. No crack on display window noted.